Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient suffered a trauma on the ipg site resulting in pain at the ipg site and ineffective therapy. X-ray revealed lead fracture. As such, surgical intervention took place on (B)(6) 2024 wherein the lead was explanted and replaced. Additionally, the doctor stated that the ipg was a little too much at the surface tissue. Hence, the ipg was repositioned deeper in the same pocket to address the issue. Reportedly, effective therapy was confirmed post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.